Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the last basal delivery was on (B)(4) 2018. The last delivered bolus was a 2.0u normal (p) bolus on (B)(4) 2018. The black box shows occlusion alarm. Temp basal was run. There was a cs 174 -basal edit not saved was recorded on (B)(4) 2018 which indicated the user attempted to edit the basal rate but did not select save. Pump was manually suspended on (B)(4) 2018 & manually resumed. The total daily dose added up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and the total daily dose showed 48.0u. There were no eaw¿s or delivery interruptions occurred during the testing. Unable to duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Additional patient codes: (B)(4).

Event description:
On (B)(6) 2018 the patient contacted animas alleging they experienced a blood glucose level of over 600 mg/dl accompanied with nausea, abdominal pain, vomiting, and diarrhea. Reportedly, the user was hospitalized at (B)(6). The hospital allegedly treated the patient with IV fluids and insulin injections. The patient stated they had acute pancreatitis, which may have caused or contributed to this hyperglycemic event. The patient alleged the pump was delivering inaccurately. Troubleshooting was unable to be completed as the reporter alleged the patient dropped the pump in the toilet. This complaint is being reported because the alleged inaccurate delivery issue may have caused or contributed to the patient¿s hyperglycemia.